Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, intermittent atrial undersensing presenting as consecutive pvc episodes was observed. Programming changes were recommended. Patient was scheduled for follow-up.